Event description:
A staff member fractured two fingers when opening the device.

Manufacturer narrative:
It was reported that a staff member placed her fingers around the seat tube as the chair was being opened. Her fingers were caught between the seat tube and the frame. As a result, two fingers were fractured. The safety department of the facility conducted an investigation and determined the root cause was a lack of staff training. The staff member opened the chair in a manner that was contrary to the instructions for use. She did exactly what the instructions told her not to do. They have since conducted training sessions with their entire staff. No sample was returned for evaluation and no serial number was provided. They have multiple chairs and do not know which chair was involved in the incident. No remedial action is indicated at this time.